Event description:
The event is reported as: after the first clips, the other clips do not come out. No patient injury reported.

Manufacturer narrative:
The device sample is reported as available for evaluation. The sample device was not returned at the time of this report.